Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for evaluation. The device was reviewed and the complaint can be confirmed, the angled acet insert handle is broken. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed

Event description:
It was reported as "plastic handle of offset impactor is broken. No additional information is available. Please send replacement p1 to rex."

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.